Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. Section e initial reporter (full phone): (B)(6).

Event description:
The complaint/event occurred on an unspecified date and involved a 8 cm (3") smallbore bifuse ext set w/2 microclave® clear, 2 clamps, rotating luer. Flow of an unspecified fluid/infusate was reportedly restricted with the device and this caused an unspecified infusion pump to alarm. There was no report of human harm.

Manufacturer narrative:
The complaint of 'set generates unspecified occlusion alarm' on item 011-mc33565 could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation could not be performed and probable cause could not be determined. The device history record was reviewed and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
Additional information was received by the customer on 28-jun-2024 stating that the problem occurred on (B)(6) 2024 during a patient's infusion. The reported flow restriction caused the pump to alarm for occlusion. The device was kept in the facility's enclosed storeroom in the original package at room temperature. For day-to-day use, it is in an equipment trolly easily accessible to the nurses in the original packaging. There was no patient harm as a result of the reported complaint/event.